Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during firing of the fourth reload while they were doing stomach resection in a laparoscopic sleeve gastrectomy, they were able to load the reinforced reload fine, clamp the tissue and press the green button but they were unable to squeeze the handle. They noted that the handle sprang forward as normal, but they were unable to activate the device to fire and the handle was locked in position. They were able to open the jaws and it disengaged fire easily. However, for three times they went into fire mode the handle locked and they were unable to fire the reload. They used another handle and reload to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device.visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.